Event description:
It was reported by the pt that he has experienced nose bleeds and required blood transfusions. A 3.5x16mm taxus express2 drug eluting stent was implanted. The pt reports that since then he has had nose bleeds at least once per week, for the past three weeks and has required "4-5 blood transfusions over the past three months." The pt states that the nose bleeds primarily occur at night and are treated with ice and compression. The pt was taken off of plavix. Follow up was attempted with the physician's office to determine the relationship of this event to the taxus stent, however, the relationship is still unknown and the physician has requested to see the patient for an office visit.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.